Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. The vyaire field service representative (fsr) went on-site to evaluate the suspect device. The fsr was able to confirm the reported event and determined the most likely cause of the issue is the turbine assembly. The fsr ordered replacement parts and at this time is awaiting replacement parts to complete the repair. Once a final investigation is completed, a supplemental report will be submitted.

Event description:
The customer reported while using the vela ventilator; the device displays ventilator inoperable alarms. The customer reported at this time it is unknown whether or not there was any patient involvement associated with the event.

Manufacturer narrative:
A vyaire field service representative (fsr) went on-site to evaluate the suspect device. The fsr was able confirm the vent inop alarms upon startup. The fsr reported the turbine is frozen making loud grinding noises then stopping altogether. After replacing the turbine, the vent encountered transducer errors (turbine differential transducer). After replacing the main printed circuit board assembly, the issue was resolved. The fsr reported the device passes all calibrations and all required testing.